Manufacturer narrative:
One screw was returned for investigation. The visual inspection showed that the returned va locking screw presents signs of damage on the shaft and head threads. The anodized color is stripped on the head thread and on a few locations along the shaft. The thread at the area between shaft and head is completely flattened. The review of the production histories revealed that this va locking screw was manufactured in january 2016 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. No manufacturing related issues that would have contributed to this complaint were found. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy. No definitive root cause was able to be determined; however this complaint condition is most likely a result of the screw not being positioned appropriately so that the thread of the screw got damaged during the insertion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(4). Device was not implanted / explanted subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. This screw would not advance and then was unable to be removed. The screw was intended to be removed, but was left in the patient without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the reported devices were used in surgery for the olecranon fracture on (B)(6) 2016. The surgeon used va (variable angle)-olecranon plate with two holes. Although the reported two screws were inserted to the olecranon, the screws length seemed short. At first, he tried to take off the 1st screw but it was not taken out of the plate. Because the screw did not put too much torque, he tried to turn it counterclockwise a few times. But the 1st screw could not be removed. Finally, he left the 1st screw in the patients body. After that, the surgeon tried to remove the 2nd screw. But the screw head came off. Some parts of the broken screw were removed from the patient. The surgery was extended for 15 minutes. After the surgery, the surgeon took x-rays and confirmed that there were no fragment left in the body. This complaint involves 2 parts. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional product code: hwc. (B)(4). (B)(6). Sterile part 04.211.030s, lot 9804348: manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: january 27, 2016. Expiry date: january 01, 2026. Non-sterile part 04.211.030, lot 9806647: manufacturing location: (B)(4). Manufacturing date: may 13, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: unknown variable angle plate, quantity 1.